Event description:
It was reported that during the surgery, the doctor said that the implant was not a standard one. He said, it was a medium electrode array. The package said sonata standard (B)(4). X-ray was performed to confirm which type of electrode array was, which is currently evaluated. The surgeon doesn't consider reimplantation. The implant serial number was read out before surgery to avoid typos. The implant registration card says it is a standard one.

Manufacturer narrative:
The surgeon doesn't consider explantation. The complaint will be investigated and the result will be submitted as a follow up report.